Event description:
It was reported that during a procedure, one of signal was severely noised, so the catheter was replaced. On (B)(6) 2014, upon receiving the product in biosense webster lab, it was noticed that ring #20 is folded over on the proximal side and rough making this event reportable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a procedure, one of signal was severely noised so the catheter was replaced. Upon receipt, the catheter was visually inspected and it was found that electrode 20 was folded over. This condition was not originally reported on the complaint. It is unknown how the electrode was damaged. Catheter ods were measured and catheter was within specifications. Then per the reported event, the returned device was evaluated for electrical resistance and current leakage and it failed on electrode 19. Further examination revealed that the lead wire 19 was broken close to the connector area the device history record (DHR) could not be reviewed since the lot number was not provided. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damaged electrodes from leaving the facility. The reported customer complaint has been verified. A corrective action has been opened to address and resolve this issue.